Event description:
On 15 april 2022, an amplatzer patent foramen ovale (pfo) talisman occluder was chosen for procedure using a 9f amplatzer trevisio intravascular delivery system (ds). The device was prepared according to the instructions for use (IFU), the device was deployed in the pfo. After deploying both discs, under fluoroscopy the left atrial disc had a triangle shape that would not collapse into the flat shape required for proper deployment. The physician recaptured the device and removed it from the patient's body. A new amplatzer pfo talisman occluder of the same size was prepared and delivered through the same 9f trevisio ds without complications. There was no interaction with cardiac structures during deployment. No angulation or kink was observed in the delivery system. There were no significant delays in procedure, and the patient did not experience any adverse events.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.